Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not turning on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. A shorted capacitor on the device's main pcba, designator c2, was determined to be the cause of the reported issue. The customer received a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not turning on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.